Event description:
The patient experienced a loss of therapeutic effect. He had to increase his stimulation several times; he could not feel stimulation on program 3. The patient was concerned that an increase in movement may have affected the device or therapy. Two weeks later, the patient was still experiencing a loss of therapeutic effect and had to increase stimulation to better control his symptoms. At the time he reported that now 2 of the programs were not working and he was not able to feel stimulation. He stated this occurred once after he returned to work; he repetitively bends to install wires at his job. He "sits in the front seat" of a sedan type car and "bends over to insert wire from steering column down to the gas pedal." He was concerned about the lead integrity. The patient was redirected to his physician. The healthcare professional did not believe there was any type of device issue so no testing, troubleshooting or reprogramming was planned at the time of this report. The patient had a follow-up appointment, but cancelled and had not rescheduled. Reporter stated that the patient was having issues at work. Additional information has been requested.

Manufacturer narrative:
(B) (4).